Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review, and the event log file recorded a few pump reset event on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. Technical services noted that the event was very brief (less than 5 seconds) and likely did not generate an alarm. It appeared to be due to an electrostatic discharge (esd) event. An lvad_internal_fault event on (B)(6) 2024 was associated with a (f59) e2p_crc lvad fault flag was also recorded. This event was associated with a loss of communication between the system controller and the pump and were likely caused by an esd event also. Related MFR 2916596-2024-01058

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported events of the pump resetting and a left ventricular assist device (lvad) fault alarm. The reported events were observed within the provided log file; however, the events were not correlated to an issue with the system controller. The events and log files have been addressed via the lvad¿s investigation. The system controller was not returned for analysis. Available information for this event indicates that no further atypical events had occurred and that no products were exchanged. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was stated on (B)(6) 2024 that no further events were reported, and no reason for the event was discovered. No troubleshooting was performed after the fact.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.